Manufacturer narrative:
H.6. Investigation: the DHR reviewed found no non-conformities. Customer return sample / photograph are not available for investigation. The team reviewed the process controls of assembly process. All process controls are in place and in working condition. Also, in process inspection and quality check, no mis-assembly or damage syringe defect had been found which may lead to leakage through stopper & plunger as claimed by the customer. The team inspected the retention sample available in plant for any mis-assembled or damage syringe. All samples were found in good condition and no mis-assembled or damage syringe was found which could lead to leakage. During the manufacturing of lot# 18a3071, leakage test is performed as a routine quality test in which half-filled syringe with water is given positive & negative pressure on the plunger after blocking the tip of syringe. 10samples were tested for leakage no defect was observed (in-process inspection record; leakage test is highlighted in blue color). Due to unavailability of actual defective samples further investigation could not be performed. The defect is not confirmed.

Event description:
It was reported that "anti-cancer drug" leaked through the stopper of the bd emerald¿ luer slip syringe with needle while capping the tip. This event was reported to have occurred on 10 separate occasions.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "anti-cancer drug" leaked through the stopper of the bd emerald¿ luer slip syringe with needle while capping the tip. This event was reported to have occurred on 10 separate occasions.